Manufacturer narrative:
Functional evaluation of the thermogard was performed and mid:09 (air trap assembly) error message was observed during testing, therefore confirming the reported complaint. The airtrap block with pc board was replaced to remedy the issue. Once it was completed, the thermogard passed the final functional testing with no issue observed. A review of the platform archive log showed mid:09 error code on the reported date of (B)(6) 2016. Additionally, electrical safety test was performed and thermogard passed the final functional test and meets its performance specifications with no issue. Historical complaints were reviewed for service information related to the reported complaint and there were no previous history of complaint reported for thermogard with serial number (B)(4).

Manufacturer narrative:
Zoll has not received the zoll console in complaint for investigation. The unit will be evaluated at customers site. A supplemental report will be filed if and when the product investigation has been completed.

Event description:
It was reported that during the thermogard console set up, the "airtrap was not recognized" message occurred. To continue the treatment, another console was used. There were no delay in treatment of the patient being treated for cardiac arrest.